Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead migrated and the lead tip perforated slightly through the myocardium. The lead was repositioned successfully.